Event description:
It was reported to target that the physician was trying to approach a basilar top. The tip of the guidewire was moving back and forth at the proximal va union. When the physician attempted to draw the guidewire back he recognized that the tip of the guidewire had stopped moving. He understood that the distal portion of the guidewire was detached. In spite of the remaining distal portion of the guidewire he completed the basilar top ptr and confirmed recanalization of the basilar top. Then he retrieved the remaining distal portion of the guidewire with a gooseneck snare. The pt was not effected by this event.